Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having a problem pairing the communicator to their ins. The patient said the communicator wouldn't connect. The patient said they were using the mytherapy app. The patient was advised to unplug the communicator and try to reconnect again. The patient said they got "no device found". The patient was advised to reposition the communicator over their ins. The patient was guided through how to connect the handset and communicator to the implant. The patient was able to successfully connect to their therapy app but the patient saw a power on reset (por) message. The patient said they had been going to the bathroom way too much since last month. The patient provided the names of their managing healthcare provider (hcp) and their urologist. It was noted that the patient was very difficult to understand.